Manufacturer narrative:
The company service representative examined the system and confirmed, the reported event. The nonconforming illuminator module was replaced to resolve the issue. Unrelated to the reported event, the software was upgraded. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming illuminator module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported there was a crack in the top light source causing a difference in lighting during a vitrectomy procedure. The auxiliary illuminator was used to complete the case. There was no patient harm.